Event description:
A malfunction was reported by the caller regarding a pump, but the pump was unavailable for troubleshooting at the time of the call. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer independently reset the pump, resuming insulin delivery and cgm session without recurrence of the malfunction code. Technical support instructed the caller to continue using the pump and to call back if the issue recurs, which the caller acknowledged and understood.